Manufacturer narrative:
E1. Initial reporter e-mail: an additional email was reported as follows: (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, customer is unable to reseal an unspecified number of tubes with its cap. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® sst¿, customer is unable to reseal an unspecified number of tubes with its cap. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd did not receive samples or photos for investigation. Therefore, 29 retained samples were subjected to function tests of which 2 of the 29 samples exhibited stopper creepout or stopper pop off. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper pop off. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.